Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device after an interventional procedure using a 6f sheath. Reportedly after clip deployment, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of the clip could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device condition indicates there may have been some interactions between the clip and distal end of the device. It is possible that the vessel locator wings were not pulled back against vessel wall during deployment such that contributed to the observed interactions with the clip and distal end of the device and subsequent reported movement of the clip. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 4001 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the deployment of the starclose se clip was good, but the clip naturally popped out of the skin and could easily be caught by hand.